Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with mild dry eye in both eyes. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of dryness and discomfort for the past several months. Patient reported symptoms are not interfering with daily activities. Oasis soft plugs were inserted in the lower punctum for both eyes. Patient was told to return to center for plug check in a few weeks. Bcva from (B)(6) 2016: right eye pre-op 20/20 -4.50 x -.75 x 125; left eye pre-op 20/20 -5.50 x -.50 x 120. Bcva from (B)(6) 2016: right eye post-op 20/20 -1.75 x -.75 x 162; left eye post-op 20/25 .25 x -.25 x 30.